Event description:
It was reported by the customer that the keypad on the insulin pump was not functioning properly. Customer's blood glucose level at the time 154mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened buttons dome switch. Insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.